Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of expired test strip product, or some unk anomaly. At this point co's investigation of this matter is closed.

Event description:
The pt began obtaining low results on one touch ii meter. That day the pt was "feeling really bad, throwing up all day... Looked real bad" pt was brought to the hosp at 9/p where a 586 mg/dl blood glucose result was obtained (method unknown). Pt was treated with IV potassium/insulin and was later given a 6 unit boost of insulin. Pt was held until stabilized and released on 8/16. The meter is not cleaned according to MFR's recommended procedure/frequency. Quality control checks used to detect potentially inaccurate results are not performed. The test strips used were outside the expiration date.